Event description:
It was reported that both the head end and foot end lifts would drift due to worn nylon glides. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.